Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error (open book image). Attempt to upload using thump was successful. The adapt tool lists the following motor related pump errors occurring around the event date: pump error 43 occurred on 10/18/24 @ 08:26:33, 08:32:27, & 08:32:54. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 40 occurred on 10/18/24 @ 10:01:00. The case was cut open. There is corrosion in/around the following: bottom of the motor slide; home motor switch, motor flex cable terminal. In summary, the customer¿s report of pump error 43s was confirmed in the pump¿s history. The pump error 43s are due to a corroded home motor switch, and the critical pump error (open book image) and pump error 40 are due to the corrosion on the motor flex cable terminal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.